Event description:
A customer reported the main cic (central station) alarm did not alarm when a telemetry pt had a ventricular tachycardia (vtach) event. The pt was also being monitored on a cic in the hospital's war room. The war room observed the vtach alarm and notified the nurse at the cic in question. The customer states that there was "no pt incident" as a result of the alleged malfunction. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Additional info from the user facility report: title: xxxxx. Event desc: elderly female pt taken to operating room for total knee procedure. It was reported by the anesthesia tech that the datex ohmeda aestiva-5 anesthesia machine had encountered problems. It was noted the bellows on the machine were not rising appropriately. Back up machine was obtained and switched out with original machine with no further reported issues with either the 2nd machine or the pt. Anesthesia tech reports upon troubleshooting the issue, it was noted the machine had an excessive amount of dust originating from the co2 absorbent canister. We have reported this problem with this product previously, but this is the first time it has directly affected pt/procedure. Our hospital had determined, we would not be using this product as soon as the replacement product, we had found (B)(4) arrived at our hospital. Our facility has now just learned the supplier of sodasorb has now determined they will not be ordering from this particular vendor anymore and will be returning to their original product (medisorb) which had been discontinued. No injury to pt, just a delay in procedure with having to switch to an alternate machine and an impact of time, as it took our anesthesia staff time to clean large amounts of dust out of machine and run machine through its paces before feeling secure enough to return it to service.

Manufacturer narrative:
Additional info from the user facility: event date: (B)(6) 2010, (B)(4): sodasorb, d2: prepackaged co2 absorbent cartridge, device available for eval? No, (B)(6).